Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 54 mg/dl at the time of incident. Customer¿s other blood glucose value was 259 mg/dl. The customer was treated with food. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer does not allege pump was over delivering. Offer customer to troubleshoot the insulin pump for the blood glucose. The insulin pump will not be return for analysis.